Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An analysis of the product could not be performed since a physical sample was not received for evaluation. Additional information: d4, h4, h6 ¿ the actual device batch number associated with this event is not known. The following possible lot numbers were reported: a manufacturing record evaluation was performed for the finished device uml1; sgbbqtc0 number, and no non-conformances were identified. Uml1 manufacturing date: 07.06.2022 expiration date: 30.11.2027 a manufacturing record evaluation was performed for the finished device uml1; tabbbpc0 number, and no non-conformances were identified. Uml1 manufacturing date: 02.01.2023 expiration date: 30.06.2028.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product lot number? - unfortunately, we were unable to obtain any additional information or answers to the questions below from the customer. We only have the lot numbers from the invoices for the item's purchases made at the time, as provided by the customer. Lot: sgbbqtc0 e tabbbpc0 d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient had complications with infection in surgery. No further information was provided.